Event description:
Feedback received as part of kjt group patient survey patient reported their joint not yet weight-bearing.

Manufacturer narrative:
The product was not returned nor were images provided for review; therefore, product analysis cannot be performed. On november 10th, 2020 stryker trauma and extremities acquired cartiva, wright medical, tornier inc. And tornier sas. An effort was made to align the acquired entity complaint files with stryker's policies and procedures. Stryker has performed retrospective review of complaints and the reportability decision was revised to report this incident under the MDR/vigilance process.